Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from one of the identified lots was returned for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt reported that his pt line disconnected from the stay safe connector and fluid began to leak due to the loose connection during treatment. Pt stated that he then reconnected back and made sure to tighten it. Pt's effluent was remained clear and he had no adverse effects. Actual sample has been discarded. Alternate samples were received for evaluation.